Event description:
Once implant was opened and inserted onto baseplate, surgeon noticed a bit of anterior/posterior toggle. He was not satisfied with this, and they opened a second implant of the same size, and it seated firmly within the baseplate. There was no adverse consequence for the pt.